Event description:
The following has been reported: unable to navigate through the menu customer reported, "unable to navigate through the menu." Display is dark and dim and difficult to read. Replaced display. Equipment cleaned, post service tested and released for use. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, it was noticed that the display was dim but still reable. The display was replaced and sent back to brézins for further investigation. Once in brézins, the display backlight was founded out of order, that confirmed the reported event. It was noticed that this display board is not the original ex-fatory board. The root cause of the reported issue could be linked to a defective display board. To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.